Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged difficulty breathing,throat irritation and nausea. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.